Event description:
Reporter states customer received results of 547 mg/dl and 105 mg/dl within 10 minutes on the advantage system. No blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.